Event description:
It was reported that a home patient (hp) experienced a fall while using the homechoice device. The fall was further described as the hp became tangled in the drain line which resulted in the occurrence of a fall. The fall resulted in a period of unconsciousness, a concussion, bruising, and pain. The hp was connected at the time of the event. The patient was transported to the hospital, hospitalized for six days, and is receiving treatment of unspecified oral pain medication (specific medication, dosage, frequency, and duration not reported) for the injuries received during the fall. Additional treatment for injuries sustained during the fall were not reported. Peritoneal dialysis therapy was ongoing during the hospitalization. The patient was recovering from the fall and injuries sustained during the fall. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.